Manufacturer narrative:
The initial reported event of fracture/high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. No patient complications have been reported as a result of this event. Concomitant medical products: 4076-45 lead. Implanted: (B)(6) 2007; 0085 competitor lead implanted: (B)(6) 2007. Evaluation summary: the distal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of fracture/high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. No patient complications have been reported as a result of this event.